Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the missing direction of flow label, which was observed during evaluation and is considered confirmed. The label was replaced. Additional information: (B)(4)

Event description:
During baxter's evaluation of a spectrum pump, the device had parts of labels missing (direction of flow label). There was no patient involvement.